Event description:
Rec'd a call from a nurse thursday night, (B)(6), 2013. She indicated that the doctor tried to call the technical support line over the weekend regarding a complaint, but they were not able to help her. She indicated that she believes the issue was alarm, iab catheter. She had no other info at this time. No injury or death to patient due to event. Product to be returned. Data sheet will be returned with product. Patient has passed, but she believes it was the family's choice to pull the plug. Updated: pod #12 s/p CABG/avr; developed 20 hb dopamine infusion started. Shortly thereafter coded - systolic; open chest. Went to the operating room for medias final exploration and iab insertion. Returned to intensive care unit, maximum inotropic/vasopressor support. Approximately 1 hour later "iab rupture". Another iab was inserted. Discussion with family and reviewing advisor directive, family decided to withdraw care.

Manufacturer narrative:
Product condition rec'd: the product was returned with te membrane completely unfolded and blood on the exterior of the catheter and within the stat-guard sleeve. No blood was observed inside the catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Conclusion: the reported event cannot be confirmed by the evaluation. A review of the device history trends does not indicate any lot specific issues. (B)(4).